Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement of greater than 2000 ohms and high threshold measurement. There was no sensing noted as the device was pacing and an invalid data for shock impedance was seen on the recent daily measurement. Boston scientific technical services (ts) discussed about the configuration options and recommended reviewing the shock impedance measurements to know possible cause of the invalid data seen. Ts suggested to do manual testing to recreate noise or oor measurements with movement or isometrics. Ts informed the field representative that if the shock impedance measurement was noted to be normal, then the issue would be the proximal to yoke configuration and then suggested other lead configuration to further assess the lead functionality. The field representative still needed to get more information regarding the observation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.